Event description:
The customer called and stated that the audio alarm was not functioning properly. It was indicated that a self test was performed and the pump did not beep during the tone test. At that time, the customer was advised that a replacement will be sent.